Event description:
On routine vad clinic visit, found that heartware controller did not alarm appropriately when both batteries were disconnected. Found to alarm for approximately 3 seconds and then shut off.